Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage event was observed in the patient history. The log file confirmed the pump stoppage. The patient reported that he would have been changing his dressing at the time the pump stoppage event was observed in the log file, but he denied hearing any alarms. The patient was asymptomatic. The event occurred while connected to the power module patient cable. An x-ray image of the internal section of the driveline was provided which was unremarkable. The patient was advised to exchange the patient cable. No further events were reported.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A root cause for the confirmed pump stop could not be determined through this evaluation. The data following this stop indicate that the pump was ramped back up to its set speed without issue. The account communicated that the patient cable was exchanged at the time of the reported event. No additional alarms were reported. A full examination of heartmate lvas, serial number (B)(4), could not be conducted because the device was not returned for evaluation. However, the instructions for use and patient handbook warn that unplugging both power leads at the same time will cause the pump to stop. These documents also explain that disconnecting the percutaneous lead from the system controller will result in a pump stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 10.5 months. The patient remains ongoing on lvad support with no further reported events. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.